Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: reference 317.760 was split during bone perforation, fragment remains in the bone. No complications, another procedure or delay in surgical time. 1 piece returned in the equipment. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient ref. # (B)(6). Updated event description. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Updated facility information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit (317.760) was broken. All fragment was located in the right mandible of body removed completely without any other intervention. Without any delay the procedure was completed successfully, and patient outcome was good.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: erl, hbe. Without a lot number, the device history records review could not be completed as no product was received. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: reference 317.760 was split during bone perforation, fragment remains in the bone. No complications, another procedure or delay in surgical time. 1 piece returned in the equipment. This report is 1 of 1 for (B)(4).